Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), the patient experienced a perforation and their pulse was faint. It was noted that the device had not been deployed during the implant procedure. Cardiopulmonary resuscitation and pericardiocentesis were performed and the patient was taken to surgery. The leadless ipg was not implanted. No further patient complications have been reported as a result of this event.